Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. A decrease in pulse widths was observed in conjunction with a drive stall, indicating a failure of the hook talon to detent the ratchet gear. The pod delivered 58 total pulses across both priming sequences before deactivation. The pod was reset and reran without incident. Inspection of the drive mechanism found no damages that would result in the failure to detent the ratchet gear. The failure of the hook talon to detent the ratchet gear is confirmed as the root cause of the reported event. An exact cause for the hook talon failure could not be identified.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy at pod activation.